Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubies were failed. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie was failed. The field service engineer (fse) shut down the station, waited for few minutes, and then powered it back on. The station was successfully rebooted. The system functioned as intended after the field service engineer resolved the issue.